Manufacturer narrative:
It was reported the endo anchors had been previously implanted in this patient on an unknown date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a esbf2814c103e endur iis bifurcate stent graft was implanted in the endovascular treatment of a aaa. On an unknown date a type ia endoleak was noted in a patient who has a tortuous and short aortic neck. Future treatment is planned for the patient. The reported event has not been resolved, and the device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak was confirmed based on the film provided. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. It is likely that the observed neck angulation, combined with the reported short neck, were contributory factors. An analysis of the limited available image did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.